Manufacturer narrative:
(B)(4). Batch # n54z01. The analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the lot # provided for the ec60a, n9l14, was reviewed to verify the product code. Upon review, it was determined that the lot number was invalid/incomplete. Do you have the correct lot number? When the clamp got locked, impossible to close and open it, were the device jaws able to be closed at all? When the clamp got locked, impossible to close and open it, was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? What type of procedure was the device used in? Lot number is n91l14. Device was locked, impossible to close it and open it. It was not locked on the patient.

Event description:
It was reported that during an unknown procedure, the clamp got locked, impossible to close and open it. Cartridge used was green. Another like device was used to complete the procedure. There were no adverse consequences for the patient.